Event description:
Sugar had dropped to 59 and when patient tried to scan 15 mins later to check sugar level again to see if it had or was rising, the sensor stopped working and prompted the patient to install a new sensor. The sensor was only a week old when it stopped working. It should have lasted the entire 14 days, but did not. FDA safety report ID# (B)(4).